Event description:
Total gastrectomy with 29 mm dlu. Fired dlu in firing range, opened and no anastomosis formed. Withdrew instrument, pulled out unformed staples, no cutting occurred. Completed anastomosis with another device.